Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Site reported that a patient noted that her battery was switching. Device exchanged.

Manufacturer narrative:
Additional component added for this event: controller-(B)(4) catalog# 1407de MFR date: 2015-12-31 exp. Date: 2016-12-31; battery-(B)(4) catalog# 1650de MFR date: 2015-11-30 exp. Date: 2016-11-30; battery-(B)(4) catalog# 1650de MFR date: 2015-11-30 exp. Date: 2016-11-30; battery-(B)(4) catalog# 1650de MFR date: 2015-11-30 exp. Date: 2016-11-30. Additional information received indicates that the battery capacity at the time of the event was unknown. The site further reported that the switching could not be reproduced by manipulating the battery cables and/or connections. The event was not associated with any pump stop events. A preliminary review of the controller log files revealed that the patient's controller and three other batteries were also associated with potential power switching events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Controller-(B)(4) returned: 12/1/2016. (B)(4). (B)(4) returned: 02/13/2017. (B)(4). Battery- (B)(4) returned: 02/13/2017. (B)(4). Returned: 02/13/2017. (B)(4). It was reported that the patient was experiencing power switching events. The controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the controller and batteries revealed that the devices met specifications; the units passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller ((B)(4)) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries ((B)(4)). Analysis also revealed power switching events that were due to communication errors with the controller ((B)(4)) and battery ((B)(4)). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been opened to evaluate the momentary disconnections between the controller and batteries. Analysis of the controller also revealed that controller failed visual inspection due to a power port 1 (ps1) displaced o-ring gasket and a missing o-ring gasket on power port 2 (ps2). This observation is not related to the reported event. Loose power connectors and displaced o-rings are currently being investigated under fsca apr2016. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.